Manufacturer narrative:
(B)(4). (UDI): n/a. Medical product: catalog #: unknown, stem, lot #: unknown; catalog #: unknown, glenoid, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-rays were provided however they were not used as the medical complication remained unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00651, 0001822565-2020-00650. Remains implanted.

Event description:
It was reported that a patient underwent a shoulder procedure on an unknown date, subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. The sales rep was inquiring about implant identification. No additional information available.